Manufacturer narrative:
Additional information provided in h3, h6 and h10. The investigation into the reported issues has been completed. Device history record review confirmed that the pump passed all post-sterile inspection checks. High purge pressure: the product was returned and evaluated. There was biomaterial found on the underside of the impeller and wrapped around the purge gap. The reported issue was reproduced and resolved when the catheter was cut just above the motor housing. There was no evidence of blood ingress in the purge line. Data logs show a motor current spike at ~1500 with an "impella stopped - motor current high" alarm shortly after the pump was turned back on from surgical mode. At this point, the purge pressure began to rise quickly from 400 to >1000 mmhg. The pump was able to be restarted according to the logs. The root cause of the high purge pressure was most likely biomaterial ingestion as biomaterial was found wrapped around the purge gap of the returned pump and logs show a motor current spike before a quick rise in purge pressure. The field also observed a clot in the outlet upon pump removal. Saturated flow. As stated above, there was biomaterial found on the underside of the impeller and wrapped around the purge gap. Hpp did reproduce in the lab and the pump was not run. There was no evidence of blood ingress. As stated in the clinical details, the average pump flow was 2.0 l/min at p-1. Log review showed saturated flow corresponding with the motor current spike and rise in purge pressure. The root cause of the saturated flow was most likely biomaterial as biomaterial was found in the outlet and the data logs show evidence of biomaterial in flow, purge pressure, and motor current. Optical signal issue. No abnormalities were found with the 5s optical parameters of the returned pump. The pump passed laser continuity and no kinks or bond issues were found. The clinical details stated the patient had an on-pump arrest before going into the CABG procedure. Log review showed a decline in placement signal leading up to putting the pump in surgical mode. Psnr alarms occurred at this point but quickly resolved. There were also mulitple impella position unknown alarms. The placement signal recovered by the end of the case data logs. The root cause of the optical signal issue was most likely patient condition related as the alarms were not reproduced in the lab, the returned pump had no abnormalities, and the clinical details suggest deteriorating patient condition. Temporary pump stop. The failure "temporary pump stop" was added due to the discovery of an "impella stopped - motor current high" alarm with a pump stop in the data logs. As mentioned above, biomaterial was found on the underside of the impeller and around the purge gap on the returned pump. No other abnormalities were found. Log review showed the motor current spike at the time of the alarm and pump stop. The pump was able to be restarted. The root cause of the temporary pump stop was most likely biomaterial as biomaterial was found in the outlet of the returned pump and there was a motor current spike ~1500 ma at the time of the alarm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that during coronary artery bypass graft with impella cp support, a high purge pressure alarm occurred on the impella cp, followed by low flows and placement signal not reliable alarms. The impella cp was replaced urgently. A blood clot was found in the impella outflow cage after removal. The patient is stable and survived the event.

Manufacturer narrative:
B.5 additional information was received, and abiomed's medical safety officer review was completed. H.6 code 3331 was reported incorrectly on previous manufacturer device report number 1220648-2025-25359. A new code has been added.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No abnormalities were found with the 5s optical parameters of the returned pump. The pump passed laser continuity and no kinks or bond issues were found. Log review showed a decline in placement signal leading up to putting the pump in surgical mode. The placement signal recovered by the end of the case data logs. The root cause of the optical signal issue was most likely patient condition related as the alarms were not reproduced in the lab, the returned pump had no abnormalities, and the clinical details suggest deteriorating patient condition. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B2 death and death date updated. B5 updated to include death description. H1 type of reportable event. H6 updated to include optical signal coding.

Event description:
Additional information the patient expired.